Event description:
The customer reported that a patient disconnected the ECG cables and the monitor did not alarm.

Manufacturer narrative:
The customer reported that a patient disconnected the ECG cables and the monitor did not alarm. The nurses expected a red asystolie alarm or an apnea alarm to have happened. Under these conditions, the device would have provided an inop and would not have provided any ECG alarm since the patient was reported as not connected to the monitor. The patient had to be reanimated and survived and was moved to the cardiologic ICU. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).